Event description:
On (B)(6) 2012 the patient contacted the animas corporation and claimed an alarm was triggered when an attempt to bolus was made. The patient reportedly replaced the battery and, upon restarting the pump, could not get past the verification screen. The patient claimed that shortly after replacing the battery, all of the keypad buttons became unresponsive. The patient stated that the pump was not exposure to trauma or moisture. The patient stated the pump was worn under garment against body and the pump was not cleaned. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were found to be normally responsive. The keypad cover was removed for investigation and revealed no contamination under the contacts of any of the keypad buttons. The pump was disassembled for investigation and no contamination was found inside the pump. Investigation resulted in no defects being identified.